Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a blood glucose value of 326 mg/dl after a newly applied sensor failed and prompted a cgm offline alert. The user resumed insulin delivery by manually dosing with backup therapy while the cgm was unavailable. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.